Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, the patient is currently awaiting valve-in-valve intervention. A follow-up report will be submitted when further information becomes available.

Event description:
Edwards received information that this 21mm surgical aortic heart valve is failing after an implant duration of fourteen (14) years, one (1) month. The mode of failure is severe aortic stenosis with mild aortic insufficiency. The patient is being worked up for valve-in-valve (viv) intervention. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this patient underwent valve-in-valve intervention with a 23mm transcatheter heart valve. The valve was implanted via transfemoral approach and there were no reported complications.